Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon catheter had malfunctioned. Customer complained of blood in system. The unit was in use when the incident occurred. No harm or injury to the patient was reported.